Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a (B)(6) infection. The company representative informed that the patient also had an endocarditis. The rv lead was explanted. There were no additional adverse patient effects reported. The rv lead was sent for pathology.